Event description:
Info received indicates the brake and brake/steer casters would engage into brake and hold, however they continue to swivel.

Manufacturer narrative:
The tech replaced the worn brake and brake/steer casters to repair the bed.